Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported event via the printouts. The fse was able to reproduce the issue by running a quality control (qc) and the result was high. The fluids were flushed with distilled water and bleach solutions. The fluids were primed, a daily check was performed, and calibration was run. The fse ran controls as precision and the controls started in range and quickly began to fail, running very low. The fse ordered supplies and re-assigned the ticket to the primary fse. The primary fse was able to verify the issue from the results printout and reproduced the issue by running precision tests. The fse ran diluent prime and wash nozzle and noticed the sample nozzle was dripping and splashing (not shooting a straight stream when it is washed). The fse replaced the sample nozzle and primed the new nozzle. The nozzle primed fine shooting a straight stream. The fse ran tt3 calibration and the instrument passed. The fse ran precision test on tt3 and the instrument passed with %cv=/< 10%. The fse also ran controls on tt3 and tosoh pth controls and all came within range. Customer controls passed running on the low side. The fse advised customer to prepare new controls in the morning and run them. Customer recalibrated the test in the morning on (B)(6) 2021 and ran fresh controls. Customer stated the controls ran fine within range. Level1= 18. Level2= 930. The fse discarded the replaced parts at the customer site. The instrument was returned to operation. The aia-360 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review for similar complaints were performed for serial number (B)(4) from the date of 28nov2019 through aware date of 28dec2020. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to a partially clogged sampling nozzle.

Event description:
Customer reported quality control (qc) issues with intact parathyroid hormone (ipth) on the aia-360 instrument. Prior to calling in to technical support, the site made fresh qc. The substrate was made on (B)(6) 2020 and the wash diluent had an expiration date of december 31, 2020. The site cleans monthly with 10% bleach but does not decontaminate the substrate line. The technical support specialist (tss) advised the customer to bleach clean the substrate, wash and diluent and to bring the aia-360 instrument back up with fresh wash and diluent. The site may need to recalibrate. The site did not have any samples to run at the time and may not have time to recalibrate. The customer had called back the following day and requested for onsite service due to precision issue which was observed while performing calibration. A field service engineer was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.